Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump experienced a blank display. Customer's blood glucose at the time of the incident was 400 mg/dl. Customer's current blood glucose was 150 mg/dl. Customer reported that he changed the battery on the pump and the pump died without warning. Customer reported that he replaced the battery and the pump alarmed failed battery test. Customer reported that the pump is currently not blank. Product is not expected to return.